Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Calcification: unable to observe since it is a medical event and is not related to the device. Anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Skin rash/dermatitis: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Migration : not applicable as the event is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient has reported "accumulation of fluid", capsular contracture baker grade iii-IV, "capsular calcification", "multiple palpable nodules", "recurring breast pain and deformation", "rash on breast" and anxiety due to "breast implants affected by the recall". Patient's physician diagnosed the patient with "chronically inflamed breast and suspected rupture", diagnosed by ultrasound. Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device". This record relates to the right side. Device has been explanted.

Manufacturer narrative:
The events of seroma-late, capsular contracture, baker grade iii-IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture, baker grade iii-IV.

Event description:
Patient has reported accumulation of fluid, rash on one breast (side unknown), capsular contracture baker grade iii-IV (side unknown), capsular calcification (side unknown), multiple palpable nodules (side unknown), recurring breast pain and deformation (side unknown). Patient's physician has diagnosed the patient with "chronically inflamed breast and suspected rupture of one device" (side and diagnostic method unknown). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient has reported "accumulation of fluid", capsular contracture baker grade iii-IV, "capsular calcification", "multiple palpable nodules", "recurring breast pain and deformation", "rash on breast" and anxiety due to "breast implants affected by the recall". Patient's physician diagnosed the patient with "chronically inflamed breast and suspected rupture", diagnosed by ultrasound. Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device". This record relates to the right side. Device has been explanted.

Event description:
Patient has reported "accumulation of fluid", capsular contracture baker grade iii-IV, "capsular calcification", "multiple palpable nodules", "recurring breast pain and deformation", "rash on breast" and anxiety due to "breast implants affected by the recall". Patient's physician diagnosed the patient with "chronically inflamed breast and suspected rupture", diagnosed by ultrasound. Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device". Pathology findings revealed "a severe foreign body reaction with evidence of abundant macrophages and foreign body-type multinucleated giant cells, consistent with a silicone granuloma". This record relates to the right side. Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical damage and observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ skin rash/dermatitis: unable to observe as it is not related to the device. ¿ calcification: not observed calcification on the surface of the shell. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient has received, antibiotic and anti-inflammatory treatment at first. This record relates to the right side. Device has been explanted.

Event description:
Patient has reported "accumulation of fluid", capsular contracture baker grade iii-IV, "capsular calcification", "multiple palpable nodules", "recurring breast pain and deformation", "rash on breast" and anxiety due to "breast implants affected by the recall". Patient's physician diagnosed the patient with "chronically inflamed breast and suspected rupture", diagnosed by ultrasound. Patient later reported "implant disease" and "torn out pectoralis major muscle" and "mastodynia and breast deforming due to moved device". Pathology findings revealed "a severe foreign body reaction with evidence of abundant macrophages and foreign body-type multinucleated giant cells, consistent with a silicone granuloma". This record relates to the right side. Device has been explanted.